Event description:
A report was received that the patient was not receiving stimulation. Database analysis revealed high impedances on some electrodes. The patient will undergo lead replacement

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure and was doing well post-operatively.

Manufacturer narrative:
The explanted leads were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was not receiving stimulation. Database analysis revealed high impedances on some electrodes. The patient will undergo lead replacement.

Event description:
A report was received that the patient was not receiving stimulation. Database analysis revealed high impedances on some electrodes. The patient will undergo lead replacement

Event description:
A report was received that the patient was not receiving stimulation. Database analysis revealed high impedances on some electrodes. The patient will undergo lead replacement

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure and was doing well post-operatively. The explanted leads were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.